Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was mildly tortuous and 90% stenosed. After pre-dilatation, the 4.0x28mm xience skypoint stent delivery system (sds) was advanced, but failed to cross due to resistance with the lesion. There was also resistance with the lesion during removal of the sds. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.